Event description:
The patient had a "pelvic mesh product" implanted. It was reported that the patient experienced pain, erosion, dyspareunia, additional surgery and other injuries. It was also reported that the patient sustained permanent injury.

Manufacturer narrative:
The device implanted in this patient was not specified. Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.